Manufacturer narrative:
The unknown implant was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per that could cause or contribute to the reported event. The reported product was located on tooth # 21 and used for an unknown period of time prior to the event. The customer has returned an x-ray of the patient's mouth, and it was noted that the tooth site reported contained a fractured implant. This implant could not be identified, but was noted to be a biomet implant. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. September post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or product (biomet implants). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Device brand name: not provided. Device catalog/ lot number: not provided. Initial reporter email address, fax number: not provided. PMA/510(k) number: not provided. Remains implanted.

Event description:
It was reported an unknown implant fracture at tooth location 21. Implant remains implanted.